Manufacturer narrative:
The customer¿s report of the infusion completing sooner than expected was not confirmed. The pcu event log showed that on (B)(6) 2016 at 8:32am, a basic infusion was restored at a rate of 2ml/hr with the vtbi set at 10ml. At 11:11am, the vtbi was reset to 10ml. The programmed infusion completed at 4:12pm and the pump module entered kvo mode. Additional vtbi was added several more times. At 11:02pm, the device was channeled off and the system powered off. The infusion duration was approximately 14 hours and 25 minutes; the total calculated volume infused was 28.901ml. Visual inspection of the pump module showed the membrane frame and membrane to have dried/sticky residue and evidence of fluid having run from the top, in the location of the upper fitment of an administration set's pumping segment, towards the bottom; however, the returned set passed all tests, showing no signs of leaking. Testing and inspection of the returned pump module identified no anomalies and the device was found to be infusing within specification. The root cause of the pump module infusing faster than programmed could not be determined.

Manufacturer narrative:
Concomitant product(s): baxter 250ml evacuated container, ref number 1a8502, lot number g119958, exp oct 2017, 24g/96ml bumetaide and 96ml evacuated container, therapy date (B)(6) 2016 the device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on (B)(6) at 0825, a bumex infusion was set up to run at 2 ml/hr from a 96 ml bottle. The customer states that subtracting the approximate 22 ml volume in the tubing the infusion should take 37 hrs to infuse, however it was completed in approximately 14 hours, at about 1130 pm. There was no report of patient harm or medical intervention.